Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicates that the cause for high threshold was unknown but was not suspected to be a lead integrity issue. At this time, the current thought was due to patient tissue lead interface. However, the lead does not appeared to be dislodged as multiple chest x-rays showed that lead was in stable position. Further, the rv lead was repositioned from the apex up to the septum. All measurements were now good. This rv lead remains in service. No additional adverse patient effects were reported.